Event description:
It was reported that via patient notifier, low out of range hv lead impedance measurements were noted. Low hv voltage impedance values have been observed since implanted. Programming changes were made to the device. During a later visit the device was unable to convert the patient's rhythm during dft testing. External defibrillation was used. The lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.